Event description:
It was reported that a pump displayed door not fully latched alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.